Event description:
While in the process of mixing cement for a total joint case, the cement developed large clumps of dry powder. There was no adverse consequence for the pt or delay in surgery or anesthesia time.